Event description:
Reportedly, after firing, confirmed that the handle was locked. The surgeon then transected the tissue and released the device from the site however, no staples had fired. The opened rectum end was manually purstring sutured and the anastomosis was then completed. The operating time was extended from two hours to five hours. An intra-rectal hemorrhage was observed post operatively and as of 4/14/2004 the pt was under obser-rectal hemorrhage was observed post operatively and as of 13 days later the pt was underobservation.